Manufacturer narrative:
Unit functioned properly during rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery and displacement tests. No excessive no delivery alarm noted. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. No cracked on screen noted.

Event description:
The customer's wife reported via phone call that the insulin pump had no delivery alarms. Caller also reported that the display was cracked. Blood glucose level at the time of the incident was 455 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.